Manufacturer narrative:
(B)(4). Although requested, the devices have not been received for evaluation. Should the device be received for evaluation, a follow up report will be submitted.

Event description:
The customer reported fire and smoke was seen coming from between two pump modules on the left side of the pc unit while infusing on a patient in the operating room. When the event occurred, the system was configured with two pump modules on the right side and two on the left side of the pc unit. One pump module was permanently attached to the right side of the pc unit. The customer stated that a slimy, clear, sticky fluid was noted on the event pump modules and the iui connectors. Additional event and patient information was not provided. It is unknown what medications were infusing at the time of the event. No patient harm or medical intervention was reported.